Event description:
Reporter stated that pt obtained a blood glucose result of 166 mg/dl, while using the suspect device. Reporter indicated that, in spite of the result, pt was experiencing symptoms of hypoglycemia (could not walk, slurred speech). Reporter stated that emergency medical services were summoned ~ 3 hours later, and upon their arrival, pt's blood glucose measured 42 mg/dl (using paramedics' blood glucose monitor). Pt was reportedly treated with intravenous fluids (described by reporter as "sugar water"). Reporter noted that pt was not transported to the hosp for additional treatment. Pt's current condition: better, but still feeling weakened. Quality control testing has not been performed on the system. Technical support requested the return of the suspect device and replacement product was shipped.